Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced hyperglycemia. Blood glucose level was 433 mg/dl at the time of incident. Customer declined to troubleshooting for high blood glucose. It was unknown whether the auto mode feature was on or not. Insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.